Event description:
Inserted a medline 20 fr 30 cc balloon foley catheter for suprapubic urinary drainage. One day later, while changing to a leg bag, the distal end of the catheter ripped. It ripped circumferentially not along the length of the catheter. I am a critical care rn for 40 years-caring for my dad - and have never seen this before. I cannot provide lot number because the printing on the package has faded and is illegible. I had to change the catheter because the risk of the infection in this compromised system. The quality of this foley catheter is quite inferior to other brands I am familiar with.